Event description:
Hyperalimentation fluids and lipids were infusing into pt via in-line transducer. At o5:15 noted blood backed up into uac and hyperalimentation fluids and lipids were dripping on floor. On checking, transducer was found to be cracked.